Event description:
The customer reported that during a mastectomy, a force triad generator was in use and error codes 277 and 307 appeared and the generator shut off. The surgery was delayed for more than 30 minutes. No other pt info is available.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returned for eval. If additional info pertinent to the incident is obtained, a f/u report will be submitted.